Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a button error on their insulin pump and insulin is squirting out. Patient's blood glucose level is 120mg/dl. Trouble shooting is conducted and found possible water damage. Device is being returned. No further information available.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces.